Event description:
This procedure was performed in (B)(4). The customer states that the radiofrequency generator was turned on and the closurefast catheter was connected. A message was shown that the connected closurefast catheter is invalid, please connect another device. The procedure was converted to vein stripping and completed without further incident. Patient age, gender: not provided. An investigation was performed on the returned closurefast catheter on (B)(6) 2015, and found that the catheter successfully passed all tests performed. The instructions for use indicate the closurefast catheter should be connected before the device is removed from the tray and fluid contact should be avoided. It should be noted however, the specific events that transpired that contributed to the condition of the catheter connector is unknown at the time. Please reference MDR numbers 2183870-2015-00103 and 2183870-2015-000104 that are also associated to this complaint.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.